Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the distal extension line contained a hole/tear. The edges of the tear protruded outward, and they appeared rough and jagged. No other defects or anomalies were observed on the catheter. The overall length of the catheter body measured 218mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter of the distal extension line measured 1.763mm, which is within the specification limits of 1.68mm - 1.78mm per the distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.1938mm, which is within the specification limits of 1.14mm - 1.24mm per the distal extension line extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The three extension lines were flushed with a lab inventory syringe. The proximal and medial extension lines flushed as intended, but water was observed to be exiting out of the hole in the distal extension line. A manual tug test confirmed that all three extension lines were secure within their respective hubs. R & d and quality engineers were contacted regarding this failure mode. They stated that they have never seen such a defect before. It is not consistent with the appearance of damage due to excessive clamping or interactions with sharps. They stated that the defect is also not consistent with excessive pressure being applied, as that would result in a linear split. Additionally, during manufacturing, the catheter is 100% leak tested to damage/defects with the extension line body. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer complaint of an extension line leak was confirmed through the complaint investigation. Visual analysis revealed a hole in the distal extension line. The sample passed all relevant dimensional inspection and a device history record review based on sales history revealed no relevant findings. R & d and quality engineers were contacted regarding the failure mode, and they stated that the appearance of the hole is not consistent with failure modes commonly seen with this device. Additionally, the catheters are 100% leak tested during manufacturing to detect such a defect. Therefore, based on the returned sample and complaint investigation, the potential root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the catheter was found torn while in use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the catheter was found torn while in use on a patient. Therefore, it was removed and replaced with a new one. No harm to the patient was reported.